Manufacturer narrative:
The reported event could not be confirmed, since the returned device is conforming to specifications and fully functional. The device inspection revealed the following: 5 matrix locking screws were sent back for investigation, whereas only one screw showed some wear / marks, the other 4 screws were untouched and therefore fully intact. A matrix test plate was used in order to check the locking capability of the returned locking screws. All returned locking screws could be inserted and locked without any difficulties. We found that these locking screws are rather old implants which can only be used within the matrix brand. It should be noted, that these matrix screws are not compatible with any new variax dr plattes. The implants from the matrix and variax brand should not be interchanged. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be user related. The failure was caused by user error. If any further information is provided, the investigation report will be updated.

Event description:
During the surgery with matrix smart locking plate, a locking screw did not lock to the plate. The locking screw was exchanged with the new one. The procedure continued and completed without problem.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
During the surgery with matrix smart locking plate, a locking screw did not lock to the plate. The locking screw was exchanged with the new one. The procedure continued and completed without problem.